Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio at for approximately 9 of the 14-day prescribed wear period. The patient does not have a history of reaction to medical adhesives, and it is unknown if the patient has sensitive skin. The cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio at patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio at patch from the patient¿s chest. The precautions section states, " safety and effectiveness of the zio at system on pediatric patients (younger than 18 years old) has not been established." This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to their healthcare provider with skin irritation and signs of a secondary infection allegedly caused by the zio at. Under the patch, the patient experienced blisters, puffiness, and redness. As a result, the device was removed. The patient was prescribed a 7-day antibiotic and a honey-based ointment for treatment.